Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak complaint is unconfirmed. The additional endovascular procedure complaint is confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be identified. The final patient status was reported as doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: b2: outcomes attributed to ae ¿ updated. B5: describe event or problem - updated. G3: awareness date ¿ updated. H6: health effect - impact code ¿ remove 4614. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm on (B)(6) 2014 with the implant of an afx bifurcated stent graft and an afx vela suprarenal. It was reported on (B)(6) 2024, that a routine follow-up was performed approximately a week prior, and a type iiia endoleak was identified. Reintervention is scheduled for (B)(6) 2024. Additional information was received reporting that reintervention was performed on (B)(6) 2024. The type iiia endoleak was re-lined successfully with the implant of an afx vela suprarenal and an afx vela infrarenal. The patient was reported to be doing well post-reintervention.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata. H3 other text : device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm on (B)(6) 2024 with the implant of an afx bifurcated stent graft and an afx vela suprarenal. It was reported on (B)(6) 2024, that a routine follow-up was performed approximately a week prior, and a type iiia endoleak was identified. Reintervention is scheduled for (B)(6) 2024.